Event description:
Customer reported air bubbles in the tandem mobi cartridge during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer, low on insulin, opted to flip the pump to relocate the air bubble, an action understood to be not usually recommended, and planned to acquire more insulin the following day.